Event description:
Increasing reaction to the toxic fumes that chinese made comfortgel nasal mask by respironics inc discharges to the point that I suffocate from complete airway blockage during sleep. This mask was provided to me by (B)(6). I have complained numerous times to (B)(6) sleep lab techs, dr. (B)(6), at no avail. Dose or amount: sleep apnea treatment, frequency: every day. Dates of use: comfortgel nasal mask for CPAP since 2008. Diagnosis or reason for use: obstructive sleep apnea.